Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was about 422 mg/dl. Caller stated that the customer's blood glucose was 455 mg/dl about an hour ago. Customer has not yet treated. Caller stated that the alarm just occurred during bolus and the issue has not been resolved. Troubleshooting was performed and caller stated that the insulin did exit. Caller was advised that the pump was working as designed. Caller was advised to change the site, set, or reservoir since it is already the 3rd day.